Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the cause of the reported failure was due to the apex contacts on the system controller pcb assembly being damaged and were not making contact. The contacts measured open and caused the "connect electrodes" message. The customer was sent a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during the initial inspection of the device, the device would display a "connect electrodes" message when attempting to charge defibrillation energy. This was only occurring when the quik-combo therapy cable is connected to the device. There was no patient use associated with the reported failure.